Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Father of the customer states that they were experiencing issues with the blood glucose readings. The blood glycose reading at the time of were between the ranges of 100-500 mg/dl.